Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for three unknown 4mm locking screws.

Event description:
Patient was implanted with nail and screw construct on an unknown day approximately two years ago. On an unknown date, patient reported pain. Patient returned to the operating room on an unknown date for removal of hardware. Surgeon explanted one unknown nail and three unknown 4mm locking screws. This report is for three unknown 4mm locking screws. This is report 2 of 2 for complaint (B)(4).